Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 2.75x28mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts on the proximal end were lifted from the crimped profile. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 07-feb-2022. It was reported that crossing difficulties were encountered. Vascular access was obtained via femoral artery. The 90% stenosed, 28mm x 2.75mm target lesion containing a >=90 degrees bend was located in the severely tortuous right coronary artery. A 2.75x28mm promus element plus drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.